Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced low blood glucose level of 32 mg/dl. Customer declined to troubleshoot for low blood glucose. Customer's current blood glucose was 290 mg/dl. The insulin pump will be returned for analysis.